Manufacturer narrative:
(B)(4). An authorized third party service engineer cleaned the compressor air water trap and electric solenoid and both the compressor and ventilator worked properly. A part replacement was not necessary.

Event description:
It was reported that during set up, a ventilator generated an air supply loss alarm. This occurred because an inoperative compressor had no pressure and was the ventilator's primary gas source. There was no patient involvement.